Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received during a bolus attempt. The customer's blood glucose reading was 461mg/dl at the time of incident. The customer indicated that this was a past event and wanted to report only. Troubleshooting advised to call when the alarm occurs for any assistance. Customer indicated that the device would not be returned.